Event description:
It was reported that device entrapment occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced and inflated to 20 atmospheres. However, during removal, friction was encountered and the balloon was stuck with a non-boston scientific guidewire. The balloon and guidewire had to be removed together as a unit, and the procedure was completed with a different device. There were no patient complications reported.